Event description:
It was reported that following implant, it was noted that the battery longevity of the implantable cardioverter defibrillator (ICD) was decreased. The estimated longevity is 3.3 years. The device remains in use and will be checked in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).